Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis; further described as ¿a peritoneal infection¿. The cause and outcome of the peritonitis were not reported. On unreported dates, the patient was hospitalized for three weeks for the event and the patient began treatment for the peritonitis with penicillin and levofloxacin (doses, frequencies, and routes were not reported). No further detail was provided regarding whether extraneal/physioneal and nutrineal therapies were ongoing. No additional information is available.